Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the carousel was not communicating. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the carousel was not communicating. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the carousel was not communicating. A technical support specialist troubleshot the device and verified medical identifier (med-ID) on server, identified mismatch between cerner and pyxis, customer corrected it, and confirmed medications crossed over. Case closed with customer approval. The system functioned as intended after the technical support specialist diagnosed the device.